Event description:
The customer reported that after starting a nitroglycerin infusion at 3ml/hour the nurse noticed within ten seconds that the infusion was free-flowing. The nurse immediately clamped off the IV set and removed the IV set from the patient. The patient's blood pressure never dropped below 130/60, requiring no medical intervention. The customer reported no patient harm.

Manufacturer narrative:
Although requested, device has not been received yet. A follow up report will be submitted once the device has been received and an investigation has been completed.

Manufacturer narrative:
The customer¿s report of a free-flow condition was confirmed and replicated during testing. Testing and inspection of the device noted damage to channel b mechanism assembly and improper maintenance (loose mechanism mounting screws), resulting in a free-flow condition. Analysis of the event logs showed the device time clock was not correct and therefore difficult to determine the relevant section of the log. The log did contain a section which correlated to the reported event with regard to the programmed rate. This section of the log indicated that the infusion was programmed with a rate of 3 ml/hr, vtbi of 250ml, and ran for approximately 17 seconds when the door was opened, infusion stopped, and the device was powered off. It should be noted that the log contained no malfunction events prior to the reported event. Malfunctions on channel b were noted approximately 20 minutes after the event. Damage to the returned disposable set was also noted during the investigation. The drip chamber and spike had a long crack originating in the spike and running down the chamber. However, it could not be determined if this damage was present during the incident; the customer did not report leaking which would have been obvious when the set was first primed. The proximate cause of the customer¿s reported free-flow event was determined to be the result of damage to the mechanism assembly on channel b. The root cause of the damage could not be determined. However, it is believed that improper maintenance (loose mechanism mounting screws) along with an impact event resulted in the damage to the mechanism, which ultimately led to the free-flow condition.